Event description:
It was reported that customer experienced persistently high blood glucose levels and inaccurate sensor readings that caused pump to switch to Manual Mode, leading to nausea, vomiting, and hospitalization for diabetic ketoacidosis with blood glucose around 28¿29 mmol/L and elevated ketones. Customer received insulin by injection pen in the hospital, was discharged on Monday, (b)(6). Customer attempted to restart pump, then experienced elevated blood glucose again when pump switched to Manual Mode due to inaccurate sensor readings, so customer stopped using pump, returned to insulin pen therapy, and reported being afraid to use pump again.